Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met pre-release specifications. Note the previous medwatch should have stated the following: a review of the manufacturing records is currently in progress.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met pre-release specifications. According to the gore® tag® conformable thoracic stent grafts with active control system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: neurologic damage, local or systemic. As it is not known which device, if either, were associated with the paralysis, the second device: serial number (B)(4) UDI: (B)(4) is also being investigated.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient presented with a thoracoabdominal aortic aneurysm (taaa) class ii. A staged procedure was started with the implantation of two gore® tag® conformable thoracic stent grafts with active control system. On the same date the patient exhibited left leg paralysis. The patient was treated with a post-operative spinal drain. In-patient physical therapy is currently under way and the patient will be discharged to an in-patient rehabilitation center.